Event description:
The account reported the bed exit alarm is not functioning. The bed was located in the basement down bed area at the facility. There was no patient/user injury reported. The report was filled in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician investigated and found the bed functions as designed. The account had zeroed the bed with a patient in it, use error. Per the hill-rom user manual (usr116 dec-2009) page 21: zero the bed exit alarm system; the bed exit alarm system must be zeroed before the patient is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician in-serviced the account on the bed exit functions and the bed scale feature to resolve the issue. Based on this information, no further action is required.